Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pro pen needle leaked from the hub. This occurred 9 times during use. The following information was provided by the initial reporter: "leakage from hub patient stated that insulin was leaking from the needle base."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-05. H6:investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle leaked from the hub. This occurred 9 times during use. The following information was provided by the initial reporter: "leakage from hub patient stated that insulin was leaking from the needle base."